Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had pocket infection. A revision was performed and rv lead was explanted. Additional information received indicated that the temporary system was explanted. No additional adverse patient effects were reported. The explanted leads will not be returned as it was sent to pathology for culture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental report us being filed to correct the entry in the b5:describe event or problem and d7:explant date.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The rv lead was explanted.